Event description:
Tested patient's blood glucose in the normal range using two different devices. About 15 minutes later blood glucose was lower, a lab test showed blood glucose level to be lower still. Glucose IV was given and patient appeared to be responsive after treatment. Controls run before and after event were within range. Patient is now deceased.